Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure procedure was implanted. The patient presented for their 45 day follow up computed tomography (CT) scan and the radiologist noted a thin layer of thrombus on the face of closure device. A transesophageal echocardiogram (tee) was performed two weeks later and no thrombus was present. The patient was taken off blood thinners. There were no patient complications noted.